Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding six (6) calcium (ca) discordant patient sample results were obtained when processed on multiple atellica ch 930 analyzers. Siemens is investigating the event.

Event description:
The customer reported to siemens six (6) calcium (ca) discordant patient sample results were obtained when processed on multiple atellica ch 930 analyzers. It is unknown which of the results is correct or if any of the results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium (ca) patient sample results.

Manufacturer narrative:
Initial MDR 2432235-2025-00215 was filed on 19-aug-2025. The first supplemental MDR 2432235-2025-00215_s1 was filed on 11-sep-2025. Additional information (13-nov-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During multiple visits, the cse replaced the reagent mixer, broken retainer clips for the reaction bath, dilution mixer, photometer cooling unit fan, dilution mixer, and dilution washer probe 1 and 2. Multiple alignments and cleanings were also performed. To verify performance post service, the cse ran a full autocheck and no failures were observed. The technical application specialist (tas) ran multiple precision studies using both quality control (qc) and patient samples. All qc precision showed acceptable results and no evidence of imprecision. Based on the available information, siemens concluded that hardware related issues potentially contributed to the discordant calcium (ca) patient sample results. The customer is operational. No further evaluation is required. Sections d1, d2, d4, and g1 were updated to reflect the instrument being the impacted device in this complaint. Section h6 has been updated to reflect the investigation.

Manufacturer narrative:
19-aug- 2025 correction: this a correction to section h6 of the initial MDR. The initial MDR had the incorrect "type of investigation code". The correct code is b15. Section h6 was updated with the information. Initial MDR 2432235-2025-00215 was filed on 19-aug-2025.